Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapies were ongoing. The cause of the peritonitis was unknown and treatment information was not reported. On a later date, the patient was discharged from the hospital. On an unreported date, the patient experienced pancreatitis. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis. The outcome of the pancreatitis was not reported. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4): a batch review was conducted for potentially associated lot numbers h13a11067 and h12i13059 and no exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the same patient as (B)(4). Should relevant additional information become available, a follow-up report will be submitted.